Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 412.216s. Lot: 1l68285. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: oct 01, 2018. Expiry date: sep 01, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 412.216. Lot number: 1l43781. Manufacturing site: (B)(4). Release to warehouse date: sep 17, 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the surgeon notified that cold welding of the angle-stable femoral screw of the fns system are concerning issues. The patient had two different procedure of metal removal after nine months of surgery. It was necessary to drill. Patients suffered from a medial column fracture of the femur. All healed well. But he developed irritations caused by the implant under the soft tissue. So, implant removal was planned. The removal surgery was completed successfully without delay reported. The patient outcome was stable. Concomitant device reported: unknown fns bolt (part#: unknown, lot#: unknown, quantity: 1). Unknown fns antirotation screw (part#: unknown, lot#: unknown, quantity: 1). This complaint involves two (2) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile. This is report 1 of 2 for (B)(4).